Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a code 1007 indicative of charge time exceeding limitations. Additionally, it was noted that this device was beeping. Technical services (ts) recommended the device be removed and replaced. At this time, this device remains in service and no adverse patient effects were reported.